Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "preventive maintenance found defib test low" and the 200j defib test result was only 179j. There was no reported patient involvement.